Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the mp30 is displaying a speaker malfunction error message. No sound was also confirmed. No pt harm was reported.